Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 41 indicating an insulin shaft rewind error during training, and the patient attempted multiple restarts without clearing the alarm; a replacement pump was arranged and delivered with return instructions, and the reported blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no hospitalization and continued use of cgm was permissible. Investigation included review of device history in the ilet and customer communication. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.